Event description:
It was reported that device has sticking buttons. It was noticed at the user facility. There is no associated procedure, no patient involvement, no delay, no adverse consequences or medical inventions were reported with this event.

Event description:
It was reported that device has sticking buttons. It was noticed at the user facility. There is no associated procedure, no patient involvement, no delay, no adverse consequences or medical inventions were reported with this event.

Manufacturer narrative:
The event was duplicated by the repair technician through functional evaluation, disassembly and visual inspection. The device were sticking due to deformation. The attachments would not fit properly due to a worn handle. The device had low torque due to the e box requiring replacement. The affected component was replaced and other components were replaced as part of preventive maintenance. The driver passed all final inspection activities and returned to the account.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.